Event description:
According to operative reports received from biomet's legal department, patient underwent oxford partial knee procedure on (B)(6) 2009. Biomet's invoice history reflects revision of the polyethylene component on (B)(6) 2010. However, biomet has not received that particular operative report and, therefore, records are incomplete at this time. An operative report dated (B)(6) 2010, states that patient was revised to a total knee due to recurrent dislocated polyethylene.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
According to operative reports received from biomet's legal department, patient underwent oxford partial knee procedure on (B)(6), 2009. Biomet's invoice history reflects revision of the polyethelene component on (B)(6), 2010. However, biomet has not received that particular operative report and, therefore, records are incomplete at this time. An operative report dated april 28, 2010, states that patient was revised to a total knee due to recurrent dislocated polyethelene.

Manufacturer narrative:
Device manufacture date - october 2008.current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur.(B)(4).